Event description:
According to the available information, there was fluid loss in the device. No adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. Date of event is an estimated date.

Event description:
According to the available information, there was fluid loss in the device. No adverse patient effects were reported.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan pump, cylinder 2, reservoir, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the inlet tube of the pump. This is a site of leakage. A failure of the pump fill, back pressure, inlet valve tests was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. No functional abnormalities were noted with cylinder 2. A failure of air leak and valve seating tests were noted with the reservoir as the reservoir bladder failed to inflate properly. It was determined that foreign material occluded the inlet tube of the reservoir. No functional abnormalities were noted with the detached connector/tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of the returned pump and reservoir was conducted. During this review, it was concluded that the foreign material noted in pump and reservoir resulted in the failure of the pressure and valve testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of these tests were not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, there was fluid loss in the device. No adverse patient effects were reported.